Event description:
Revision of tibial insert. Reason for revision was not reported to manufacturer.

Manufacturer narrative:
Engineering evaluation of the returned insert noted appearance consistent with typical explanted polyethylene insert. Because dates of primary and revision surgeries were not provided it is not possible to determine relative wear/damage with length of use.